Manufacturer narrative:
The s-ICD is expected to be returned for laboratory analysis. Once it is received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were exhibiting noise that was being oversensed, resulting in the delivery of inappropriate shocks. Testing was performed and the noise could be reproduced when the patient moved his left arm. A revision was performed and the s-ICD and electrode were explanted and successfully replaced with another subcutaneous defibrillator system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies of the header, seal plug, or lead barrel. An unused electrode was utilized for testing, and the terminal pin was able to fully inserted into the barrel without any issues. The setscrew was able to be tightened down on the electrode and held the electrode in place appropriately. The setscrew was found to be operating normally in both directions. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.